Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "810:15 air in line sensor saturated for 1.0 ml (infusion) or 5 seconds (stopped) occurred. When the pump was turned on, it was illegible." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). The reported malfunction of a colleague infusion pump experienced "810:15 air in line sensor saturated for 1.0 ml (infusion) or 5 seconds (stopped) occurred and when the pump was turned on, it was illegible" was confirmed. The root cause was attributed to a faulty pump module unit. The pump module was replaced to fix the problem. Additional information: a device history review was performed finding no abnormality observed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was not confirmed nor duplicated during product evaluation. However, the device's pumphead module (phm) was found to be faulty. Therefore, the phm was replaced. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.